Event description:
It was found during a baxter evaluation that a spectrum pump has a constant downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. Initial testing experienced a constant downstream occlusion. Additionally, the device was tested for downstream occlusion detection accuracy with passing results. The downstream sensor was replaced.